Manufacturer narrative:
Product common name: anterior pelvic floor graft; product code pag. Concomitant products - ethicon prolene polypropylene mesh on (B)(6) 2005; boston scientific vesica on (B)(6) 2005; ams miniarc on (B)(6) 2009 . Product manufacture date unknown; lot number unknown. Based on the information provided by the complainant, details regarding a specific correlation between the biodesign or surgisis anterior pelvic floor graft¿s performance and the alleged injury remain unknown. A root cause of the claim allegations is inconclusive due to the lack of details provided by the complainant. All other matters relating to this litigation are being handled by our attorney. A follow-up MDR will be filed if additional details are obtained.

Event description:
The patient was reportedly implanted with an ethicon prolene polypropylene mesh and a boston scientific vesica on (B)(6) 2005 and a biodesign or surgisis anterior pelvic floor graft and an ams miniarc on (B)(6) 2009. Both surgeries took place at (B)(6) hospital center and were performed by dr. (B)(6) (all implants) and dr. (B)(6) (ams miniarc). The patient and her attorney have alleged that as a result of these products being implanted in the patient, the patient has experienced pain, injury, and has undergone medical treatment.